Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported that they had a damaged cassette. The patient reported that the cycler alarmed with error messages for bubbles. The patient reported that when they contacted technical support, they found out that the cassette was leaking fluid into the cycler. Additional information was requested, however; to date has not been provided.

Manufacturer narrative:
Additional information: d10, h3 plant investigation: 17 companion samples with original packaging were returned to the manufacturer from the customer and a physical evaluation was performed. The companion samples were visually inspected. The cassettes were acceptable, and no damage was observed. In addition, the samples were tested in the cycler machine and worked as intended without any abnormalities during the tested period. During the evaluation of the samples was not confirmed the alleged failure stated in the complaint. Batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint.